Event description:
The ICD involved in this report was implanted on (B)(6) 2011. Upon scheduled f/u on (B)(6) and (B)(6) 2011, the physician observed that the ICD failed to provide therapy due to incorrect rhythm discrimination. Reportedly, the pt regularly switches from a relatively fast sinus rhythm to a faster vt with 1:1 retrograde conduction: in some cases, this rhythm is appropriately detected and treated by the ICD, but in some other cases, this rhythm is not properly analyzed by the ICD. Interactions between the acceleration criterion parameter setting and the actual pt rhythm acceleration is suspected to be involved in this phenomenon, as reported. The caller reported that reducing the acceleration criterion from 25% down to 19% would not be enough to cover all cases (the physician preferred not to go any lower than 19%). The vt cut-off rate was increased and a slow vt zone was added.

Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.